Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: because the pressure reducer was clogged, the flow rate was out of the standard value. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during inspection for use of their high flow insufflation unit device, that the device had difficulty producing gas, and would not maintain pressure. There was no patient involvement.